Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial#: unknown, product type: external neurostimulator. Product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was being implanted with a neurostimulator (ins). It was reported that intra-op, connection to wireless external neurostimulator (wens) and the ins showed multiple red x¿s even after cleaning and reseating lead. There was no known cause of the issue. A different lead was used which worked fine and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97725, serial# (B)(4), product type external neurostimulator, product ID 977c165, serial# (B)(4), product type lead, product ID 3550-39, lot# unknown, product type accessory, product ID 3550-39, lot# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that malfunction conclusion was made because the connection to the battery showed the same red x¿s when connected to the wens and the ins. So clearly it wasn't a battery issue but rather a lead issue. Rep provided patient's name and serial numbers of the wens and the ins. Patient's weight was unknown. The lead was returned. Impedances were fine besides the electrodes that weren't connected properly to the battery. Provided information has been confirmed with the physician.

Manufacturer narrative:
H3: analysis of the lead (product ID 977c165 serial# (B)(6)) revealed that there were no anomalies and had passed all device testing in the laboratory. H6: the following coding applies to the lead device codes: c63124 device codes: c62952 device codes: c53269 patient codes: c76143 fdccodes: 67 fdmcodes: 10 fdrcodes: 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Some fields weren't populated. Sending correction with field updated regarding analysis of the lead. See prior submission for the device evaluation information. If information is provided in the future, a supplemental report will be issued.